Event description:
It was reported that during leadless implantable pulse generator (ipg) implantation the patient experienced a cardiac perforation which led to tamponade and pericardial effusion. Crossing the tricuspid valve was noted to be moderately difficult. It was also noted that the introducer sheath slipped four times in quick succession. After multiple attempts of repositioning a reasonable position was established but contrast injection revealed leakage onto the pericardial space indicating a perforation had occurred. A decrease in blood pressure was noted. A code blue was called, resuscitative measures were taken and pericardiocentesis was required. The patient was stabilized and moved to the intensive care unit (ICU) for further treatment and monitoring. The patient is planned to receive a transvenous pacemaker at later time. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [mc2avr1-delsys] (serial: (B)(6). D9: no medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.